Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported leakage. Description: patient was receiving pembrolizumab infusion. During initial saline infusion and start of pembrolizumab, no leakage noted. When the nurse came to do her routine inspection, patient then noticed her sweater was wet and fully soaked. She wore absorbent type sweater. Upon close inspection, the nurse noted fluid leaking from the filter port, and blood back flowing into the IV line. She stopped the infusion immediately and disconnected the filter and flush the IV catheter with no difficulty. There was about 3 ml of pembrolizumab left (as per pump-screen). However, no one can determined how much pembrolizumab was leaked vs. Going into the patient. Medical team decided not to replace the dose of missing pembrolizumab ¿ which resulted under-dosing.

Event description:
No additional information.

Manufacturer narrative:
Correction: a0414 added because a tear in the tubing led to the leakage. Investigation results: one set model 20350e, lot 25075140 was returned for investigation. The set was examined for defects and abnormalities. The tubing was torn at the filter inlet port. No other defects or abnormalities were observed. The customer complaint was verified. Based on the description of events, and the fact that the leak was not seen till after the set was in use. A possible cause is that the tubing got caught and ripped open. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.